Event description:
The 40 year old female patient was diagnosed with breast cancer in february 1992 and underwent a left total mastectomy. Also, a right subclavian mediport for chemotherapy was placed. Two and a half weeks later, she complained of increased pain and blueness of her upper right extremity. A decreased flow in the cephalic to the subclavian vein was deteected by ultrasound. Angiography revealed an occlusion of the right subclavian vein. The diagnosis was deep vein thrombosis. The mediport was removed and replaced with a pharmacia deltec port-a-carth in the left basilic vein in april 9, 1993.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: anticipated adverse reaction - short term. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.